Event description:
It was reported to covidien on 12/02/2009 that a customer had an issue with a sharps container. The customer reports that they were having difficulty closing the rotary lid as it would not slide properly. It appeared to be warped and would not stay in the track. While attempting to close the lid, a maintenance worker received a dirty needle stick.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.